Manufacturer narrative:
E1: the reporting facility contact name and telephone number were not provided for reporting. H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the cause for the detaching footrest has not been determined yet. Further information was requested for investigation. The investigation is ongoing. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct handling is described in the operator manual. A supplemental report will be submitted to the FDA if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue with the axiom luminos drf system. It was communicated that during a patient examination the footrest fell off the table (detached) resulting in the patient falling. It is understood that there was no injury to the patient. It is assumed that in a worst-case scenario, a minor to serious injury could result if the footrest issue were to recur.

Manufacturer narrative:
Siemens has completed an investigation of the event. It was stated that during a patient examination with the table in a 90 degree position, the footrest fell off the table and the patient fell down. No injury was communicated. The investigation at the customer site performed by a service technician did not show any defects at the table or the footrest. It was also found that the size of the hooking points of the tabletop were within specification. The affected tabletop was replaced because two screws of the metal frame of the tabletop were missing. Due to this, there was a gap between the tabletop and the metal frame. To exclude that the two missing screws could have had any impact to the issue, this situation was reconstructed at a test system in the factory. The affected two screws were also removed, and a gap was created like on the customer system. The footrest could be attached properly and locked into place without any problems. Therefore, it could be confirmed that the gap between the metal frame and the tabletop had no influence on the secure attachment of the footrest. The provided maintenance protocol of this system was checked but no deviations were found. Furthermore, internal post market surveillance does not indicate a general problem with the concerned ¿tabletop¿ (material number 8892163). Based on all investigation results no malfunction or defect of the system, the tabletop or the footrest could be determined. If the footrest is not properly secured, it may come loose, causing the footrest to fall off when the system is tilted or the patient is changed. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct attachment and use of the footrest is described in the user manual xpd3-500.620.01.01.02 chapter ¿accessories and auxiliary devices¿ on page 306 ¿ 308. To further improve the understanding of how to use the footrest, the description in the operator manual was updated with additional details and illustrations on how to securely attach the footrest. For the installed base, an addendum for the improved understanding of the handling of the footrest was released in (B)(6) 2022 via xp051/22/s. This action was reported to the FDA under 21 cfr 806.10, report # 2240869-12-9/2022-0018-c (res# (B)(4)). The affected customer received the addendum in (B)(6) 2023. Since no malfunction could be determined the complaint is closed without further measures.